Event description:
It was reported that the pt was not breathing and ventilator did not alarm. The nurse noticed the pt was not breathing and manually ventilated the pt until the pt was placed on a hospital ventilator. No pt harm reported.